Event description:
It was reported the pt's ((B)(6)) stimulation would ramp to high settings w/o warning causing uncomfortable stimulation. The pt's mts was replaced with a new one allowing the pt to continue the trial w/o issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.